Event description:
On (B)(6) 2016, my wife, (B)(6), had routine rotator cuff surgery on her right shoulder. The surgery was performed by dr. (B)(6) at (B)(6) in the (B)(6). On (B)(6), she returned for a follow-up visit with dr. (B)(6) who noted that the right shoulder was extremely swollen (i.e. Pronounced soft tissue swelling/extravasation"). Dr. (B)(6) told me ((B)(6)) that the stryker cross flow arthroscopy pump used in the procedure "had a major role in this issue." She was directed to a physical therapist who specializes in the treatment of lymphedema.